Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation while wearing the lifevest. The skin irritation was described as red with broken skin. The patient's doctor gave the patient a body lotion for the skin irritation. Follow up was completed and the skin irritation was healed.